Manufacturer narrative:
(B)(4). Method: the subject iw990 cosycot infant warmer was received at our fisher & paykel healthcare (f&p) regional office in germany where it was visually inspected and serviced by a trained f&p service technician. Our investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: performance testing of the subject iw990 cosycot infant warmer revealed that the unit's power fail alarm sound was too short, confirming the reported event. The unit was found to have a faulty capacitor. Conclusion: the reported event is due to a faulty capacitor on the power pcb. As part of f&p's quality control process, this involved the testing of the power failure alarm of every infant warmer on the production line for functionality, prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance, and functional checks - including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The user manual for the iw990 infant warmer states the following: - "ensure all warmer parts and accessories are checked before returning the device to service." - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hydrochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces."

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative that the power fail alarm of the iw990 cosycot infant warmer was no longer functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative that the power fail alarm of the iw990 cosycot infant warmer was no longer functioning. There was no reported patient involvement.